Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 325 mg/dl. The customer stated that they had received red x pointing over a manual thing. The customer reported that they received a critical pump error image on the pump screen. It was reported that they were unable to troubleshoot the high blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. However, device received with a high sleep current measurement due to moisture damage on the electronic assembly. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.